Event description:
It was reported that the physician was not able to communicate with the patient's generator the month prior. The patient has not been seen by the physician in the past two years. The patient is scheduled to have the device explanted, but surgery has not occurred to date. Patient will likely not be re-implanted as the vns has been ineffective for her dravet syndrome. Attempts for further information have been unsuccessful to date.